Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the lad. Approx 17 days post index procedure the patient suffered a nstemi. The mi occurred in the target vessel, the lad. It was reported that stent thrombosis of the lad was observed. The patient was treated with pci. The patient recovered. The investigator and safety assessed the event as possibly related to the index device and to anti-platelet medication.

Manufacturer narrative:
Cec commented that instent thrombosis- restenosis of the mid lad index stent was observed. Cec adjudicated the revascularisation as a tlr percutaneous intervention that was clinically driven. Cec adjudicated mi as a non q wave mi (target vessel) 3rd udmi spontaneous - mid lad. Cec adjudicated the event date of the mi as (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: event date updated. If information is provided in the future, a supplemental report will be issued.